Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va34nmm, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 17-jan-2027, UDI#: (B)(4), h3: analysis was performed on lead 978b128 istm ii 28cm ssmri tined, (lot #: va34nmm) and it passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep got bellows and toes with testing, but when the lead was connected to the ins they started to get impedance issues on all the electrodes. The healthcare provider (hcp) wiped the lead and reinserted multiple times. The rep was advised to program the device for cycling for on and off to see if the patient got bellows and toes, motor response, but the rep said the system stopped them from increasing at 2.5 ma. Further inquiry showed the hcp had gone from the ins and back to the external neurostimulator (ens) to test already, and the system still had the impedance issue. It was reviewed with the rep that the issue was with the lead at that point since the ens and ins pointed to an impedance issue. The decision to place another lead was left to the hcp. Additional information was received from the rep on 2025-sep-08. The rep stated the hcp ended up replacing the lead. The hcp tried using the first opened ipg but still got impedances, so a new ipg was opened and used.

Manufacturer narrative:
H6 updated: removed b21, c21, and d16; added d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.